Event description:
Procedure type: low anterior resection. According to the reporter: the device transected the tissue without firing the staples. The surgeon had to convert to an open surgery using another device to close the open rectal stump. This made the anastomosis lower then originally intended and extended the case by a minimum of 90 minutes. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4).